Manufacturer narrative:
The product was implanted in 2016. The exact implant date is unknown. The initial reporter was the patient. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an mr shunt. It was reported that the patient had the shunt implanted in 2016. Two months later, the mr recall letter went out. The shunt was adjusted from 2.0 to .5 within 6 months. In 2020, the patient had a CT of their sinuses whereby the ent saw a pocket of fluid and sent the patient to a neurosurgeon. The neurosurgeon determined that the shunt was overdraining, and set the valve to 1.5. Two years later, the patient started having headaches and blurry vision "again." The newest CT scans showed their ventricles "considerably larger" than they were in the 2020 scans. The patient stayed overnight in the ER. They first adjusted the shunt down to .5 again. In the morning, they set it to 1.0. A month later, the shunt setting was fluctuating between 1.0 and 1.5. The doctor did an exploratory surgery and determined that the shunt was completely non-functional. It was replaced with a different valve in a later surgery.

Manufacturer narrative:
H2) patient age and patient weight received. Facility name received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.